Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 4.1 pocket e1 had failed and could not be recovered. The field service engineer (fse) checked the configuration, inspected cable connections, and verified the fuse. The fse identified damage to the retractor band, removed and replaced it, and had the escort recover the drawer and cubie. The fse verified the drawer functionality in the hardware test application. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie was failed, keyboard was damaged and plates were broken. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.